Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was able to verify the reported issue. The customer was provided with the replacement device. Stryker further evaluated the customer¿s device at the product analyses center (pac) and the technician was not able to duplicate the reported issue of no voice prompts. A cause of the reported issue could not be determined. The customer's device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.